Event description:
The customer reported that the system's motorized functions would not work correctly. No pt injury was reported.

Manufacturer narrative:
The ge service rep performed an onsite investigation. The remote user interface was dismantled then replaced. The system was tested and found to be working as intended and put back into service.